Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One empty open box and twelve representative unopened samples were received for analysis. Product code ep8704slh. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? 2 snapped and were disposed of how many threads broke and how many needles came off? 2, both needles snapped off thread were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? None reported. Were there any patient consequences? None reported. What is the procedure name and date? Coronary artery bypass graft, (B)(6) 2024. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6), clinical educator in cardiac at (B)(6) hospital please document the shipment tracking number ¿ waiting on complaint box, will provide once shipped

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that "we have removed the sutures out of theatre 42. Put a new box for second case with different lot number and had no problems. The case this morning, the needle was coming off and the thread breaking, we used 2 more than normal , the surgeon, he was not pleased as it was a difficult case, and it taking longer to complete the grafts." No adverse patient consequences were reported. Additional information was requested.